Manufacturer narrative:
Info was rec'd from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain from a fall. During surgery, they found a large metallosis and a broken hinge connecting the stem and femoral components. The femoral component was loose.